Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead displayed possible intermittent under-sensing and the right ventricular (rv) lead capture was inconclusive. A request for additional information was made but not received. The leads remain in use and no patient complications have been reported as a result of this event.